Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir has leaked into the compartment and the pump smells like insulin. Customer's blood glucose was 243mg/dl at the time of incident. Customer also indicated that the pump alarmed low battery and had high blood glucose of an unknown level. Customer indicated that she would have her daughter call back to provide further information. There was no further information provided by the customer or by troubleshooting.